Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with syncope/near syncope symptoms. The right ventricular (rv) lead has low r-wave sensing. The lead remains in use. No further patient complications have been reported as a result of this event.